Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the transmitter stopped working. Data was provided for evaluation. The confirmation of the complaint is confirmed. The probable cause is a low transmitter battery. No additional event or patient information is available.